Event description:
The customer's daughter called for assistance priming the insulin pump. The customer performed a manual prime, and may have been connected to the infusion set. The customer's blood glucose levels had been dropped from 248 to 92 mg/dl in 15 minutes. The paramedics were called for assistance, and treated the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.